Manufacturer narrative:
A replacement glidescope titanium lopro t3 reusable laryngoscope was provided to the customer and the reported glidescope titanium lopro t3 reusable laryngoscope used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported failure. When connected to verathon's test equipment, the image intermittently cuts out when manipulating the connection between the test cable and the lopro t3 connector. Furthermore, corrosion was observed on the lopro t3 connector pins. The customer's lopro t3 failed verathon's device functionality testing. Upon review of the device history for the lopro t3 serial number, it was determined that the device was manufactured on august 11, 2016, and is past the three (3) year expected product life as outlined in the glidescope operations and maintenance manual (omm). It is likely that the age of the device, nine (9) years and three (3) months, may have caused or contributed to the event. Furthermore, the glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air or drying the connector with a clean, lint-free cloth may have caused or contributed to the corrosion in the connector. Verathon followed up with the customer and restated the importance of drying the connectors following the reprocessing of the device. Upon completion of verathon's device evaluation, the laryngoscope was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that while using a glidescope titanium lopro t3 reusable laryngoscope during a patient procedure, the image intermittently cuts out. The customer isolated the issue to the blade. No delay in the procedure, use of a backup device, or harm to the patient was reported.